Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The monoblock high voltage generator needs to be replaced. No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported that the 7700 system would not produce x-rays. No pt injury was reported.